Manufacturer narrative:
Updated fields: b4, e1, g2, g3, g6, h6(health effect - clinical), h11.

Event description:
N/a

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) electrical test failed: error 52. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6( health effect - clinical, type of investigation, investigation findings, investigation conclusions),h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to reproduce the failure. The fse cleaned the contacts on the front end board and completed a transducer calibration. The unit passed all functional and safety tests.

Event description:
N/a.